Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider said consumer alleges unit fell off of a bus ramp while the consumer was on the scooter. Consumer stated that it wasn't due to any fault of the scooter.